Event description:
3 needlesticks occurred during the month of october in the ER. The staff reports these were a result of needles not retracting after the button was pushed several times. One of the products was not saved, the others were returned for evaluation.